Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified one curved opening, void >1 mm in non-textured, flat creases, wear abrasion and white particles in device inner surface. A microscopic analysis and leak test were performed which identified one curved opening striated and nick striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening striated in the side posterior assessed as surgical damage. -nicks striated assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.